Event description:
Visual alarm working but audible alarm was not functioning. Audible alarm was making clicking noise. Unit stopped delivering breaths. Pt turned blue. Pt was resuscitated by family member. Pt responded well.